Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On the afternoon of the (B)(6) dr was performing an ankle fusion at (B)(6) using the t2 ankle arthrodesis nail. After implanting a 12mm x 200mm right nail, a 5mmx50mm partially threaded t2 screw was inserted laterally into the talus screw hole of the nail. Following this step dr adjusted the targeting arm to begin inserting the proximal medial screws. At this point the t2 ankle targeting arm became stuck out of position and the surgeon was unable to adjust or move the targeting arm freely as it normally would. It was decided by dr to remove the nail from the patient and disassemble the targeting arm and nail adaptor from the nail to inspect the instrumentation. It was observed by the surgeon that the targeting arm (18063212) and the nail adaptor (18063211) were not connecting to each other properly. Dr said he was unable to continue with the ankle fusion surgery without this critical piece of instrumentation working effectively. All t2 nails and screws were removed from the patient. Subsequent ankle fusion surgery has been booked for patient on the evening of the (B)(6) 2016 using the t2 ankle fusion nail. A replacement t2 ankle instrument set has been provided.

Manufacturer narrative:
Referring to the product inquiry both devices targeting arm t2 ankle and the nail adapter t2 ankle are stated to be the primary products. No further associated products were reported. A review of the dhrs for the devices in question revealed no discrepancies. The devices were documented as faultless prior to distribution. As both devices had been in use for a longer time [manufactured in 2011 - nail adapter t2 ankle / 2012 - targeting arm t2 ankle] before the alleged event was reported we pre-suppose that they had fulfilled their tasks in former surgeries as intended. It could not be excluded that the devices were pre-damaged in former surgeries. Appearance of damage indicates that the devices got jammed by cold welding due to friction corrosion being caused by high surface pressure. Local surface pressure may arise when the items are assembled under misalignment. A functional test of the nail adapter and targeting arm t2 ankle was performed with sample instruments from a demo kit and two sample nails, t2 ankle arthrodesis nail 11x150mm, left (cat.# 18181115) as well as t2 ankle arthrodesis nail12x200mm, right (cat.# 18191220) in order to reproduce the event reported: the functional test revealed that both devices could be assembled and disassembled as intended and all nail holes were passed by the sample drill like specified; the reported issue was not reproducible. Although damaged the function of both devices was fully given but should not be used any longer due to damage found. The IFU and instructions for cleaning, sterilization, inspection and maintenance include that every instrument must be cleaned, sterilized and checked successfully prior to every surgery. Furthermore the user shall be trained and familiar with the system and operative techniques. The operative technique describes in detail the functional check. Based on the above facts and pre-assuming that a pre-operative check was performed the case is attributed to a suboptimal intraoperative procedure and has to be classified as user: use error. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
On the afternoon of the (B)(6) dr was performing an ankle fusion at (B)(6) hospital in (B)(6)using the t2 ankle arthrodesis nail. After implanting a 12mm x 200mm right nail, a 5mmx50mm partially threaded t2 screw was inserted laterally into the talus screw hole of the nail. Following this step dr adjusted the targeting arm to begin inserting the proximal medial screws. At this point the t2 ankle targeting arm became stuck out of position and the surgeon was unable to adjust or move the targeting arm freely as it normally would. It was decided by dr to remove the nail from the patient and disassemble the targeting arm and nail adaptor from the nail to inspect the instrumentation. It was observed by the surgeon that the targeting arm (18063212) and the nail adaptor (18063211) were not connecting to each other properly. Dr said he was unable to continue with the ankle fusion surgery without this critical piece of instrumentation working effectively. All t2 nails and screws were removed from the patient. Subsequent ankle fusion surgery has been booked for patient on the evening of the (B)(6) 2016 using the t2 ankle fusion nail. A replacement t2 ankle instrument set has been provided.